Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak during his treatment. The pt reported that part of his catheter extension had come apart and fluid was leaking out. The pt stated he had made his pd nurse aware of the fluid leak, the catheter extension was not made available for evaluation. During follow up the patient's pd nurse reported that the pt did not have any signs of infection and the pt's effluent has remained clear. The extension was replaced. The pt was prescribed prophylactic antibiotic vancomycin. Attempts to obtain the part number or definitive device description have not been successful. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the product number was not able to be obtained to date. Distribution records were reviewed to identify the potential product number of this product shipped to the customer over the past three months. No info was found.